Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported slda appears to be related to patient morphology/pathology. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip was implanted, reducing the mr to 3. After deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). Two additional clips were implanted for stabilization, and the mr was reduced to 2-3. The patient was confirmed to be stable post procedure. No additional information was provided.